Manufacturer narrative:
The reported failure of the system board for a ventilator inoperative alarm and a battery failure alarm is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review: DHR review was performed for the complaint device serial number, h319507612369 review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
A trilogy evo was returned to a third-party service center for preventive maintenance. There was no harm or injury reported. During the initial evaluation of the device a ventilator inoperative alarm indicating a system board failure was observed in the event log. A service required alarm indicating the internal battery was not detected was also observed. The device's system board and internal battery need to be replaced to address the issues. Additionally, not related to the reportable issue the machine flow sensor needs to be replaced due to contamination. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.